Manufacturer narrative:
Device was evaluated by the distributor (trained & certified by the manufacturer) who was unable to confirm/repeat the customer's initial complaint. Timing regulator replaced by distributor, tested and returned to customer.

Event description:
After 20 minutes of operation, device stopped with compression depath at 4cm with no response from controls. Device was disconnected from oxygen supply and compression depth returned to 0cm.